Event description:
It was reported that an occlusion alarm occurred. Customer went through the cartridge load process using the original cartridge and resumed insulin to address the issue. There was no adverse impact to customer¿s blood glucose level.